Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error 2 or 3 times during bolus and no delivery twice during prime. Blood glucose value was 170 mg/dl. It was stated that the device was not dropped or exposed to a magnetic field and the drive support cap was recessed. The insulin pump passed the displacement and self test and the customer was able to rewind and prime. It was advised that the alarm may have been related to a site issue and to change the infusion set. The insulin pump will not be returned for analysis.